Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced dizzy spells. During follow up, the pulse generator exhibited ventricular noise. Electrograms revealed pacing inhibition during noise. The noise could be reproduced with pocket manipulation. The device was reprogrammed. The patient would be monitored.

Event description:
New information indicated that the pulse generator continued to exhibit noise, resulting in pacing inhibition. The patient continued to experience lightheadedness. The noise could not be reproduced.

Manufacturer narrative:
Analysis was normal, no anomalies were noted.

Event description:
New information indicated that the pulse generator was explanted and replaced on (B)(6) 2016 during right ventricular lead revision procedure. There were no adverse consequences and the patient was well post procedure.

Manufacturer narrative:
Correction: the PMA/510(k) # should have been p880086 rather than p960013.